Event description:
During a knee arthroscopy procedure it was reported that some metal particles/debris was spread into the joint. Additional information received confirmed that all debris was flushed from the knee joint. There was no patient injury reported.

Manufacturer narrative:
(B)(6). One used blade was returned for evaluation. The assembly was evaluated for the cause of shedding and it was observed that there is a band of debridement on the inner tube approximately ½ inch from where the sluff chamber should be. It was also observed that the sluff chamber on the inner blade was damaged to the point of disintegration as multiple axial and radial fractures were noted. The inner tube was pushed into the sluff chamber 1/8 of an inch. The adapter body was found to be intact and undamaged. The cause of the failure is damage by means unknown. It is unknown how this catastrophic damage to the sluff chamber could have occurred during use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident could not be confirmed. (B)(4).